Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the internal battery was not charging observed. The device's power management board was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, and cleaning.

Manufacturer narrative:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the internal battery was not charging observed. The device's power management board was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, and cleaning. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.